Event description:
The pt experienced dysbasia, incontinence, and disorientation. It was determined that the pt's intracranial pressure did not change following reprogramming of the valve and the device was explanted.